Manufacturer narrative:
This complaint is still under investigation.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: bilateral patient. Litigation papers allege: patient had large amounts of toxic cobalt-chromium metal ions and particles released into blood and tissue and bone surrounding the implants; patient suffered from pain around the hip joint, difficulty walking, a "clicking", muscle and bone separation and swelling; large pseudo-tumor in left hip; severe pain and discomfort and inflammation in both thighs and hhip areas; extreme discomfort when sitting for periods of time. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (left side). Doi: (B)(6) 2005 - dor: (B)(6) 2011 (right side). Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. The patient was revised on both sides because of pain and corrosion. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
No device associated with this report was received for examination. X-rays were obtained and reviewed by a depuy legal nurse. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.